Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Three clips were successfully implanted, reducing mr to a grade of 2. Roughly one year and nine months after the procedure, the patient returned to the hospital for a follow-up appointment. Imaging showed that one of the clip had detached from one of the leaflets and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3. Additional information: on (B)(6) 2025, the patient returned to the hospital and imaging showed that the second xtw clip (30619r1029) had detached from one of the leaflets and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of severe.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported slda. Tricuspid valve regurgitation was a cascading effect of the slda. The patient effect of tricuspid valve regurgitation is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.